Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11dec2020.

Event description:
It was reported to philips that upon startup, the device had no flow, errors showing on the display, and audible alarm continues. The device was not in clinical use at the time of the event. This issue was found during testing and did not cause any delay to patient care. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that error codes were found in the significant event logs. The rse advised the biomed to swap out the power management pcba or motor controller pcba . The biomed stated he did not have any spare parts and requested the part information for both. A good faith effort was made to the biomed who stated that this device was a rental/lease from valuemed. The part information received from the rse was provided to the respiratory care department who intended to return the unit to valuemed. A review of service max found no parts were ordered or service requested and the case was closed.